Event description:
It was reported to medtronic minimed that the customer reported damage to the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and found damage near to the battery compartment. No harm requiring medical intervention was reported. Mmt-1885 was returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: missing serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, peeling keypad overlay, missing display window cover and minor scratched lcd window. Cosmetic damage was confirmed at the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.